Manufacturer narrative:
(B)(4): added additional information the device was received with the electrode tip broken off from the shaft and present. No further functional analysis could be performed due to device's receiving condition. No conclusion could be drawn as to what caused the tip to break off. An investigation has been initiated to address the potential root cause of the reported issues.

Event description:
It was reported that during a laparoscopic low anterior resection, the electrode was detached off when it was wiped out of the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.